Manufacturer narrative:
A getinge service representative contacted the customer contacted by telephone and he was notified of a malfunction in charging the battery found during a routine check. The power supply/battery charger switch was found in the off position at the power supply input. The customer was instructed to reset in the on position, the charge light now works correctly. The repair was completed over closing the phone. The unit was returned for use.

Event description:
It was reported during a routine check the cs300 intra-aortic balloon pump (iabp) unit electricity grid stop. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.